Manufacturer narrative:
Continuation of d10: product ID: ped-300-16 (b791404). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm at right middle cerebral artery with a max diameter of 4 mm and a 4 mm neck diameter. The landing zone was 2.3 mm distally and 3.1 mm proximally. It was noted that the patient's vessel tortuosity was moderate. No dual antiplatelet treatment (dapt) was administered. It was reported that after the marksman microcatheter was positioned during the operation, ped-300-16 was selected based on vessel measurements and delivered to the lesion location. The microcatheter was withdrawn back and the tip end of the stent opened smoothly. When deployment reached the mid-segment, the stent position required adjustment. The operator attempted to retrieve the stent using the marksman; however, resistance occurred and the stent could neither be retrieved nor further advanced for deployment at the distal section of the catheter. The operator withdrew the microcatheter and stent together from the body and observed wrinkling at the distal end of the microcatheter, and the stent could not be further advanced. It was unknown if the pushwire was damaged. The physician release the load (slack) in the system in an attempt to resolve the issue but it was not solved. The operator then replaced both the microcatheter and the stent with new ones and successfully completed the procedure. The angiographic result post procedure was reduced blood flow within the aneurysm . The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a navien guide catheter.